Event description:
It was reported stimulation intermittently turns on by itself and the pt is unable to turn it off using the magnet. It was also reported the pt is unable to establish consistent communication between the ipg and pt programmer. An appointment will be set for further interrogation of the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.